Event description:
It was reported that during implant, due to the acute angle bend of the vein the guidewire turned back on itself. Gentle retraction removed the guildewire but it broke, leaving a 1.5 cm long piece in the most distal aspect of the coronary vein and the lateral wall.